Event description:
A malfunction alarm 30 was reported while the pump was in use during insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to resolve the issue by loading a new cartridge with the assistance of technical support, but the alarm recurred. Technical support decided to replace the pump and confirmed that the customer would use multiple daily injections (mdi) as backup therapy. They provided instructions for putting the pump into storage mode, confirmed the shipping address, and requested the return of the problematic pump within 10 days using a prepaid label.